Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a sensor failure. Upon sensor removal, patient reported sensor wire was missing.